Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 2.0 x 8 mm mini trek is filed under a separate medwatch report#.

Event description:
It was reported that the procedure was to treat a lesion located in the distal circumflex artery. A non-abbott stent had dislodged during use in the patient. The 2.0 x 8 mm mini trek was advanced through the dislodged stent and inflated; however, the balloon ruptured at an unknown atmosphere. The 2.5 x 8 mm nc trek balloon was advanced through the stent implant and inflated, the balloon was used to move the dislodged stent from the circumflex to the left main successfully. The balloon then ruptured at an unknown pressure and during retraction from the patient resistance was felt and the balloon itself separated from the catheter shaft. A snare device was used to capture the separated balloon and the dislodged stent from the patient successfully. The procedure continued on successfully with the placement of a xience alpine stent. No adverse patient effects of clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was not confirmed; however, the inner and outer member were separated which is likely what the account perceived as the separation. The reported balloon rupture could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. It was reported that the nc trek rx balloon dilatation catheter was used in an attempt to move the dislodged stent from the circumflex to the left main. It should be noted instructions for use (IFU) states: the nc trek rx coronary dilatation catheter is indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, balloon dilatation of a coronary artery occlusion, or balloon dilatation of a stent after implantation. In this case, it is unknown if the reported IFU violation caused or contributed to the reported complaint. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.